Event description:
Upon changing the IV fluid bag, noticed a piece of plastic on the tip of IV spike hanging loose. Concern with this plastic piece embolizing. This is the second concern with this product. First concern was with pt female. 06/05/2007. Product was given to MFR to help solve problem. Immediately following the removal of an empty IV bag, plastic material was noted to be present on the tip of the spike. The material had to come from the port on the original -empty- IV bag. Lot # and product # not available from this first concern. To this point, no harm to either pt.